Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) reading low on the bg meter with difficulty speaking, unsteadiness when walking and standing, severe dizziness, confusion, cognitive impairment, and severe headache. The patient received third party assistance and was treated with a glucagon injection. Customer support (cs) completed troubleshooting and it was noted that the patient was miscounting carbohydrates, the patient had significant weight change without adjustments to insulin regimen, change in stress and pain level, basal/temp basal settings were incorrectly programmed, overriding dosage recommended by bolus calculator feature, and the basal delivery totals in tdd do not match due to an alarm issue and prime menu accessed. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.